Event description:
The customer reported to olympus, during preparation for use, the hd autoclavable camera head had no picture. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation it was observed, kinks and knots were observed on the cable, and the reported ¿no picture or image¿ issue was confirmed due to a faulty charged coupled device (ccd). The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Additional information was received from the initial reporter which noted the reported event (loss of image) occurred during a diagnostic hysteroscopy procedure. The procedure was completed with ¿minimal delay¿ using a similar device (conmed camera).

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer, please see update to b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty charged coupled device (ccd). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.